Manufacturer narrative:
(B)(4). The patient passed away on an unknown date. The device was requested for evaluation but has not yet been received. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device and device logs revealed no failure or increased intra-peritoneal pressure (iipv) events. There were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. The results of the sample analysis revealed that the visual inspection found no backlights. The keypad lighted cable was replaced for the no backlights issue. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. The device was serviced and passed all tests. Based on the device evaluation and event log review, it is determined that it is unlikely that the baxter hardware device caused or contributed to the reported death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was not reported if an autopsy was performed or if peritoneal dialysis therapy was ongoing at the time of death. No additional information is available.